Manufacturer narrative:
No product identification information was reported, thus no dhrs could be reviewed. Intraoperative bleeding and post-operative bleeding and post-operative thrombosis are all known potential adverse events associated with the placement of intravascular cerebral stents. In the IFU it states that there may be damage to healthy vessels/tissue that could lead to bleeding and thrombosis is directly states as a possible adverse event. All products are 100% inspected prior to leaving the manufacturing facility and there is no evidence of a manufacturing related issue. Review of the information suggest that the target site, ruptured aneurysms, patient/site characteristics and post procedural medication regimen factors may have contributed to the reported events in this literature article. UDI: unknown part number, all 3 attempts to obtain product were unsuccessful, UDI unavailable. This report is related to MFR report #'s 1058196-2015-00079 and 1058196-2015-00080. The event descriptions are identical however the reports are separated to distinguish between the different injuries identified in the literature article. This report is submitted for the intraoperative bleeding event.

Event description:
It was reported in ¿treatment of acutely ruptured wide-neck intracranial aneurysms using self-expanding stent¿ by hui li, jinqun guan, jianfeng liu, kai hou, di zhao, guobiao wu, lifeng xu, linlin liu, int j clin exp med 2015;8(1):1259-1264, to evaluate the effectiveness and safety of self-expanding stent in treatment of acutely ruptured wide neck intracranial aneurysms in the acute stage. 44 acute rupture of intracranial aneurysm patients were admitted, the average age was 55.5 +12.9 years, two thirds of the patients were female. On the hess scale the patients were graded from I-v. 42 stents were delivered, at total of 10 enterprise stents and the rest non-codman devices. All patients received general anesthesia, intraoperative anti-coagulation and dual anti-platelet therapy. The clinicians reported that one patient had intraoperative bleeding related to the stent, two patients had post-operative bleeding related to the stent, and two patients had post-operative thrombosis within the stented segment. There was no specific treatment of outcome documented. The device was not available for analysis.